Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis with a blood glucose level of 395 mg/dl. The customer did not provide the time and date of the hospitalization. The customer experienced symptoms such as nausea. The customer was treated with manual injection. The customer stated that they had issues with liver disease. The customer was assisted with troubleshooting and found that their cannula was bent. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.